Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. No blood glucose value information was available. The pump was scheduled to be returned for further examination, and a replacement pump with a new serial number was provided.